Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not find breakage to any wires nor cables. The instrument passed the continuity test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and passed the energy delivery test. The instrument was fully functional. However, the instrument was found to have thermal damage at the distal end on the yaw pulley. No wires were exposed or showed signs of damage.

Event description:
It was reported that during central processing, the customer found a cable issue with the fenestrated bipolar forceps (fbf) instrument. There was no patient involvement.